Event description:
It was reported that the rn called asking about alarms on altrix since the patient set temperature is 99 and the patient temperature is 101. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the product was alarming when the patient temp was out of range of the goal temp. No product malfunction was alleged; the nurse was simply inquiring about why the device was alarming. The UDI number has been corrected.

Event description:
It was reported that the rn called asking about alarms on altrix since the patient set temperature is 99 and the patient temperature is 101. The patient was not adversely affected and no clinically relevant delay in treatment was reported.